Event description:
It was reported that during an endoscopic retrograde cholangiopancreatoscopy (ercp) procedure, a shaft detachment occurred. The location of the lesion was unknown. The 8.5fr/12cm flexima biliary stent delivery system (sds) was advanced to the lesion and successfully deployed. Upon attempting to retract the pusher system following stent deployment, the physician noted that a part of the inner catheter of the pusher had detached and remained inside the channel of an unspecified endoscope. The physician was able to manually remove the broken portion of the channel. The procedure was completed without further intervention. No patient injuries or complications were reported. The patient's status is unknown.